Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open while locked. The reported unexpected medical intervention was a result of case-specific circumstance as another clip was implanted to stabilize the reported clip. There is no indication of a product issue with respect to manufacture, design, or labeling. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿one (1) fluoroscopic still image and one (1) echocardiographic still image were provided. The fluoro image shows two implanted clips with the second cds positioned within the sgc indicating the image was taken immediately post deployment of the second implanted clip (no reported issue) prior to removal of the second cds. In the image, the lateral (top/right) clip is clearly opened to a larger degree than the medial (bottom/left) clip and is presumably the first implanted clip reported for post deployment cowl. The clip arm angle appears to be ~40° - 45°. While this is an estimation based on visual assessment with the unaided eye, it is apparent that the clip is opened beyond the expected fully closed position per the instructions for use (typically ~10° - 30°). No pre-deployment cine of the reported clip was provided. As such, no assessment or comment can be made regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment) and a potential arm angle change post-deployment cannot be determined based on cine evaluation. However, the post deployment state of the clip observed in the image provided presents with an abnormally large arm angle indicative of a cowl. Therefore, the reported post deployment clip open while locked (cowl) is confirmed. The echo still image provides an lvot view. The lvot view captures the anterior-posterior cross-section of the valve (short axis); the echo view bisects a clip grasped on the valve (cross-section through the clip arm plane) which can provide a general view of the clip arm angle. The echo image was taken immediately after post deployment of the reported clip, with the l-lock shaft of the delivery catheter (dc) clearly visible just above the implanted clip indicating the dc shaft had not yet been retracted against the steerable sleeve. There is significant misalignment observed between the center axis of the reported clip and the l-lock shaft, with the deployed clip severely tilting toward the anterior aspect of the valve. This is indicative of a misaligned grasp. Misalignment with the valve plane and/or line of coaptation during leaflet grasping and deployment may result in excessive tension on the clip, resulting in clip orientation change (misalignment) post deployment. Based on the observed misalignment highlighted in figure 1, it is possible that a misaligned grasp due to the reported challenging patient anatomy (bileaflet prolapse, thick anterior leaflet) resulted in excess tension on the clip and strained the lock mechanism, potentially causing a delay in the lock settling post deployment (mechanical separation). The clip arm angle in the echo image appears to be ~40° and is consistent with the fluoro image provided. There are no other observations based on the images provided."

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, bileaflet prolapse, and mild anterior leaflet thickening. A mitraclip xtw was inserted and deployed on the mitral valve. However, after deployment, the clip opened from less than 20 degrees to approximately 50-60 degrees. It was noted that the clip remained stable on the leaflets but had increased in mobility due to the opening of the clip and dynamics of the posterior leaflet. To stabilize the opened clip and to further reduce the mr, an additional clip was deployed on the mitral valve, reducing the mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.